Manufacturer narrative:
(B)(4). Concomitant medical products: 010000665 ¿ g7 actabular shell ¿ 3896799; 650-1057 ¿ biolox delta ceramic head option ¿ 084170. Therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07203; 0001825034 - 2018 - 07223.

Event description:
It was reported patient underwent right revision approximately 2 months post implantation due to aseptic loosening of the acetabular component which had fallen into the cystic lesion. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of x-ray and medical records. Device was not returned. Review of the device history record (DHR) found no deviations or anomalies related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.